Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -5.50/1.0/070 (sphere/cylinder/axis) was implanted into the patients right eye on (B)(6) 2022. On (B)(6) 2022 the lens was removed and a replacement lens was implanted of shorter length lens due to excessive vault. The problem was resolved. Cause reported as patient related factor.

Manufacturer narrative:
H3-device evaluation: lens returned dry in wrapped cloth with debris on product. Visual inspection found haptic torn and bent. Debris throughout the lens and one haptic is folded in. Claim# (B)(4).

Manufacturer narrative:
B5- patient experienced discomfort and halos (residual refractive error)- should have been included on initial MDR. Claim# (B)(4).